Event description:
It was reported that during a thoracotomy wedge resection procedure, the device was fired then the handle would only move one fourth of the way on the first stroke. The device locked out. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Orange indicator over traveled the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition, the device locked out as intended but the orange indicator over traveled. This finding is not related with the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy procedure, the surgeon fired the device and then could not open the jaws with the trigger. The surgeon had clipped across the bile duct and the device stuck on tissue; had to be surgically removed. There was minimal bleeding at that area and the patient did not require blood products. They used another device and complete the procedure. Additional information: the surgeon has been using ligamax since it came out, so it is not an inservicing issue. He called and said he did mess with it after the case.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.